Event description:
Implanted in 2002. It was reported that approximately four weeks after implantation that the rod had become detached from the bone screw and the patient returned to a pre-surgical condition. Explanted the following month.